Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified or unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of an unspecified or unknown transmitter issue is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.